Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 1 open racepack. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. Received one open and unused sample with the needle connected to the thread. Tested the needle attachment of the open sample received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: n/a.